Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing that was reproducible with myopotential testing through isometrics. No intervention was performed. The patient was stable.